Manufacturer narrative:
The insulin pump passed operating currents. However, unit received motor error alarm during rewind due to corroded motor home switch. Unable to perform displacement test and unexpected restart error test, basic occlusion and excessive no delivery due to constant motor error alarm.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 110 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.